Event description:
It was reported by service report that the scale is not weighing correctly because of a bad signal from load cells to cpu. It is unk if there was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Result: connection between load cells and cpu.